Event description:
Additional information was received from a healthcare provider via a clinical study. Following trial procedure, the patient was brought to the clinic. The patient was able to move legs side to side but unable to lift their legs. The patient was monitored in clinic for a couple hours, and they removed the catheter but the patient was still unable to move legs. The patient was transferred to the hospital. Leg weakness was reported on (B)(6) 2024; however, the patient presented with persistent but improving weakness in right leg as of (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that following the trial procedure, patient was brought to the clinic. The patient was able to move legs side to side but unable to lift their legs. They were monitered in clinic for a couple hours, removed the catheter but still was unable to move legs. Was the transferred to the hospital. Additional information received from the healthcare provider via a clinical study indicated that the patient was receiving fentanyl and bupivacaine via their implantable infusion pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.